Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of this device.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a left superficial femoral artery (sfa) interventional procedure. Reportedly, a cuff miss occurred. The vessel was re-wired and the proglide device was removed. A non-abbott device was used to achieve hemostasis. There were no report adverse patient sequelae. No clinically significant delay in the procedure was reported. No additional information was provided.